Event description:
A pt being treated for repair of the medial femoral condyle from a gun shot wound, was implanted with a 3.5mm t-plate and 4.5mm headless compression screws on (B)(6) 2012. Post implant it was noted that one of the screws were broken. The surgeon indicated the bone fragment containing the two screws was showing signs of necrosis and pt was returned to the operating room on (B)(6) 2012. The surgeon excised and removed the boney fragment containing the screws. The screws were removed and only the tip of the broken screw remains in the pt. Surgeon felt removing more bone to retrieve the tip would delay pt's healing. The pt was not revised to any additional hardware. The remainder of the construct was left intact. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.